Manufacturer narrative:
Other applicable components are: product ID 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for head/neck (non-malignant) and spinal pain. It was reported there was a bent connector pin. This was not an out of box failure. A new desktop charger (dtc) was requested. The consumer later reported he had not yet received the replacement dtc and his implantable neurostimulator (ins) battery depleted. No patient symptoms were reported regarding this event.

Manufacturer narrative:
Eval code-conclusion: no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): product ID: 37761, serial# (B)(4), product type: recharger. The desktop charger (dtc) (serial #(B)(4)) was returned and analysis found the dtc to have a bent connector pin and the cable assembly was replaced. Eval code-conclusion no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.